Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm harmonic ace instrument tip did not open or close due to detached portion. After 30 minutes of use, it broke, and the operation was resumed by replacing it with a new instrument of the same type. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that there was no observed intraoperative collision or misuse involving the instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge.

Event description:
Refer to h10/h11 for follow-up information.